Manufacturer narrative:
Additional information: the device evaluation was completed. A visual inspection was performed with the naked eye which noted the green patient line cap was missing. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette was missing the cap for the patient line. This was observed prior to patient use for peritoneal dialysis therapy. There was no damage noted on the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.